Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt stated they had an MRI like 3 months ago, but hadn't used the ins since because they didn't know if it was programmed or not. Pt said now they wanted to use the ins again, and went to try and charge yesterday and today, but wasn't able to. Pt tried connecting with their recharger during the call but reported reposition antenna screen. Pt then tried to connect with their programmer but reported poor communication screen. Pss asked, pt said they hadn't charged since the MRI 3 months ago. At one point pt mentioned they tried recharging since the MRI, but got the same screens as today (pss tried clarifying but it was unclear if pt was talking about trying to charge yesterday or sometime before that - so pss putting year valid as event date). The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Pt mentioned they were going to contact the rep who helped them put their device into MRI mode for their MRI (did not allege previous rep awareness).redirected caller: patient's hcp the reason for call was pt wanted to know if it was true that ins needs to be replaced after 3 overdischarges. Pt reported they had 3 ods. The first one was "let's say in 2010-2011", the second was between 2014-2015. The 3rd one was in 2021 (at first pt said in (B)(6) 2021, then pt said (B)(6) 2021. Then pt said (B)(6) 2021). Last year pt had an MRI. The rep came out and put it in MRI mode. Rep then left and told pt to press a button. Pt did not know how to get out of MRI mode. Pt said they had not been using and had not been charging their device since then because it was not programmed (taken out of MRI mode). Pt then called the rep saying their machine was not working. The rep asked if ins was dead. Pt said yes because she did not know how to get out of MRI mode and did not use it. Reviewed if pt had 3 ods they will not be able to recover the ins. Pt said they did not want to go through a surgery and wonder if they just wanted pt's money. Pt said they wanted to use their device but did not know how to set it up. Pt was redirected to hcp.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.